Event description:
Pt underwent port-a-cath removal on (B)(6) 2013. During procedure, the bovie rem alarmed and the rem light appeared. The original bovie pad was disconnected from the pts left upper anterior thigh and a new pad was placed on pt's right back. Post procedure a reddened area with blisters and a small amount of skin loss was discovered at the original bovie site. Bacitracin ointment and xeoform gauze was placed over the affected area. Frequency and route used: (l) upper/anterior thigh. Diagnosis for use: orthopedic surgery.